Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) had nearly reached elective replacement indicator (eri). The ventricular fibrillation (vf) detection was on in the box and ICD shocked several times in the box. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. Device was never implanted. No longevity test performed. Manufacturing time stamp 25-jun-2014; implant timestamp (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).